Event description:
Reporter noted metal flakes on surface of iol after insertion. Lens removed and replaced during same procedure. Anterior vitrectomy required. Patient outcome reported as good, with no other problems noted. Additional information received from customer questionnaire on 06/2002 noted metal flakes observed may have been from the phaco tip.